Event description:
I have been having problems with water entering into the hose and causing a bubbling sound interrupting my sleep. I would have to wake up, detach the mask from the hose and drain the water out. I contacted my pcp with the problem and was advised to contact the manufacturers to seek a resolution that could be fixed by adjusting the humidification settings. I called the number on the back of my device and left a message. No one has returned my call. I have not used the CPAP device since. FDA safety report ID# (B)(4).